Event description:
It was reported that the patient experienced an inadequate stimulation and the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.